Manufacturer narrative:
Visual inspection: the sample was visually inspected: results: sample present a pin hole on the breathing bag. Conclusions: failure mode reported as pinhole is confirmed on the breathing bags. Root cause: the event description provided it by the customer: "during the pre-use check, the customer found a pin hole in the breathing bag." Base on the investigation results there is pin holes on the raw material breathing bag provided by the supplier. Action taken: the following action were taken: corrective actions will be addressed and implemented trough supply notification (B)(4) - (B)(6) 2021 / status - scar acknowledge . Secondary investigation was open it (B)(4) - (B)(6) 2021 DHR: the lot 4115553 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use check, the customer found a pinhole in the breathing bag. No patient injury was reported.